Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a sprinkler head was damaged in the or, and it went off. A field service engineer disassembled the station and removed pooled water, thoroughly drying all drawers and internal components. Noted that the station would not power unless all drawers were disconnected. The power supply fan spun when powered alone but failed to operate once any additional component was connected, indicating a potential shorter further down the power chain. Due to extensive water damage throughout the unit, further testing was not feasible without risking additional component failure. Fse advised that replacing the entire station would be more cost-effective than continuing troubleshooting, as the reliability and lifespan of currently functioning parts could not be guaranteed. The customer has proceeded with ordering a replacement unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system a sprinkler head was damaged and went off in the operating room. As a result, the pyxis anesthesia cart and codonics printer obtained water damage. The customer stated that this malfunction occurred while dispensing the medication. However, there was no delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system a sprinkler head was damaged and went off in the operating room. As a result, the pyxis anesthesia cart and codonics printer obtained water damage. The customer reported that this malfunction occurred during the dispensing of medication; however, there was no delay in dispensing medication. There were no adverse events or injuries reported based on this event.